Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had a high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was treated with syringes. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer did not want to do high pressure test at this time as she just change her infusion set. The customer was advised to call back to run the test at a later time.